Event description:
Revision surgery - due to infection.

Manufacturer narrative:
The agent reported "(patient presented to doctor complaining of right shoulder pain. Patient was worked up for infection and possible component revision.)". The previous surgery and the surgery detailed in this event occurred 1 year and 7 months apart. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised items was not returned for examination and the item and or lot numbers was not provided. To adequately investigate this event, the part and lot numbers are necessary. In addition to the part and or lot numbers not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time. Both d-ticket's are not provided and a search of djo records produced no results, therefore, the items could not be verified.